Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was treated with cipro 250mg twice daily by mouth (po) and augmentin po (dose, frequency not reported). The cause of the peritonitis was a break in aseptic technique. The patient was retrained on pd therapy in the dialysis clinic. The patient was recovering from the peritonitis. No additional information is available.